Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. No reportable malfunctions were identified during the device evaluation. A definitive root cause could not be identified. Based on the results of the investigation: it is likely that the connector on the equipment had some damaged pins, and the instrument did not recognize any handpiece due to a deformed transducer socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device does not recognize any handpiece. The event occurred during maintenance. There was no patient involvement.